Event description:
It was reported that the event involved a male patient while in the cardiac care unit (ccu). The m.d. Inserted the intra-aortic balloon (iab) through the sheath via right femoral artery with no issues. Approximately twelve hours later blood was observed in the helium tubing and no augmentation in arterial pressure (ap) waveform was observed. As a result, the iab and sheath with the sideport were removed successfully. The m.d. Made a decision not to insert another iab at that time. There are strips available for review. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome is stable.

Manufacturer narrative:
(B)(4).. Follow-up report will be filed if additional information becomes available.